Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. . To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: the lot # is 106gkq

Event description:
It was reported that a patient underwent a robotic kidney transplant procedure on (B)(6) 2025 and suture was used. During a robotic kidney transplant procedure, the sales representative reported that the suture was used to anastomose the renal vein. Midway through the anastomosis, the suture broke. There were no reported patient consequences. The device is not available for return. No adverse patient consequences were reported. Additional information was requested.